Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction: attaching the one way valve, vacuumed the balloon inside the tray, grasping and maintaining a straight pull of the iab from the tray. The iab looked "intact immediately after being removed from the tray. As the md was inserting the iab into the entrance of the sheath, which was inserted in the pt's left femoral artery, the iab began to unwrap. The md removed the iab from the entrance of the sheath, asked for a second iab and used the same sheath to insert this iab with success. There were no reported pt complications.